Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system. Approximately seven and a half (7.5) years post initial procedure, the patient presented emergently with a ruptured aneurysm and in shock. The patient was successfully resuscitated, and a potential type I endoleak was detected. The physician elected to treat the patient by implanting an afx vela infrarenal proximal extension on (B)(6) 2022. One (1) day post secondary intervention, the patient experienced cardiac arrest, but was treated and successfully returned to stable condition.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system. Approximately seven and a half (7.5) years post initial procedure, the patient presented emergently with a ruptured aneurysm and in shock. The patient was successfully resuscitated, and a potential type I endoleak was detected. The physician elected to treat the patient by implanting an afx vela infrarenal proximal extension on (B)(6) 2022. One (1) day post secondary intervention, the patient experienced cardiac arrest, but was treated and successfully returned to stable condition. Additional information received per clinical assessment indicating that implant migration (12mm) of the main body also occurred at time of reported event. In addition, the reported type I endoleak was confirmed to be a type ia endoleak.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ia endoleak, ruptured abdominal aortic aneurysm and additional endovascular procedure are confirmed. The reported hemodynamic instability, cardiac arrest and patient resuscitation are unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest 12mm migration of the main body occurred that was not included in the event as reported. This finding was discovered during an examination of CT (computed tomography) scan dated (B)(6) 2022. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem. G3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.